Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed multiple abrasion marks along the lead. In particular between 10 cm and 7.5 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages such as a bent fixation helix, most likely resulted from the extraction procedure. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 38 months, oversensing with inappropriate therapies was observed. Furthermore it was reported that the device was explanted and replaced due to the field safety notice.